Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the "crossing did not hold cutting into tissue". The device was sent to central supply with no surgeon or product info. No other info is available.